Event description:
It was reported that the patient's current electrogram (egm) in the remote website, has a non-standard appearance and marker channels are distorted. This was confirmed on all three of the patient's remote website transmissions, that the egm presented with squared form and unreliable marker channel values. However, when the patient was checked in the clinic, values were normal. Therefore, the issue was escalated to product support (ps) for investigation and resolution. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.